Event description:
It was reported to boston scientific corporation that a microknife xl was used during a procedure on (B)(6) 2013, for the placement of a self-expandable metal stent (sems) at a stricture in the common bile duct. According to the complainant, during the procedure, after a pre-cut of the ampulla was performed, the physician actuated the handle of the device but the needle failed to extend. The device was removed from the patient. Upon examination, it was noted that the needle was not present within the catheter. It is believed that the needle detached from the device inside of the patient. An attempt was made to retrieve the needle but it could not be located within the duodenum. No other visible damage was noted to the device. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of needle detached. : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4) for the reported event of needle detached. : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire (needle) was broken, the distal tip was damaged, and the working length of the device was twisted. An analysis of the broken wire found a rough surface and the presence of molten material, indicating the failure likely occurred due to exposure to temperatures higher than the melting point of the material. Review and analysis of all available information indicated the most probable root cause for this event was operational context since due to anatomical/procedural factors encountered during procedure, performance was limited. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during a procedure on (B)(6) 2013 for the placement of a self-expandable metal stent (sems) at a stricture in the common bile duct. According to the complainant, during the procedure, after a pre-cut of the ampulla was performed, the physician actuated the handle of the device but the needle failed to extend. The device was removed from the patient. Upon examination, it was noted that the needle was not present within the catheter. It is believed that the needle detached from the device inside of the patient. An attempt was made to retrieve the needle but it could not be located within the duodenum. No other visible damage was noted to the device. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.